Manufacturer narrative:
Citation: musa, t.a. Et al. Silent cerebral infarction and cognitive function following tavi: an observational two-centre UK comparison of the firstgeneration corevalve and second generation lotus valve. Bmj open. (2018) 9:e022329 doi 10.1136/bmjopen-2018-022329 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding silent cerebral infarction after the implant of a transcatheter bioprosthetic aortic valve (tav). All data were collected from two medical centers between april 2012 and may 2015. The study population included 49 patients, 24 of which were implanted with a corevalve. The remaining patients were implanted with a non medtronic tav. Serial numbers were not provided. The corevalve study population was predominantly female; mean age 81.2 ± 7.2 years. Among all patients implanted with a corevalve, adverse events included: valve dislodgement treated with a valve-in-valve, valve-in-valve due to an unspecified reason and microinfarction indicated with magnetic resonance imaging (MRI). Based on the available information, these events may have been attributed to a medtronic product. No additional adverse patient effects or product performance issues were reported.